Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic in pain and had new drainage at the driveline exit site. A small amount of the yellow/brown drainage was taken for cultures. Thee patient did not have a fever and their white blood cell count was normal. While awaiting culture results, the patient was put on cephalexin. The results came back positive for serratia. The patient was switched to bactrim, due to sensitivity to the antibiotics. The site visibly improved after 5 days.